Manufacturer narrative:
Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. Both anchors remain on the insertion needle. The suture has been pulled out of the fixed straw. The device was tested for deployment using a rubber meniscus model. T1 deployed as intended. T2 was then advanced for deployment and deployed as intended. No root cause related to the manufacturing process can be established for the reported complaint. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the fastfix t2 anchor would not secure during a meniscus procedure. No unsupported materials remain in the patient. The procedure was completed using a backup device. A delay of less than 30 minutes was encountered. No patient injury or complications were reported.